Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for call was that the caller reported that they had an MRI about 2 weeks ago and ever since then, they had been getting bellyaches and not been able to hold their bowels. They have been having problems of having to hurry up and run to the bathroom. Helped caller connect to implant and increase stimulation. Patient will maintain stimulation level and will continue to track symptoms. Caller was concerned that the communicator was not holding a charge. Explained the battery lights and checked battery percentage.